Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device affected. The user was experiencing intermittent sounds when turning his head. When he came in for a trouble shooting appointment, he was no longer to hear any sound with the device. Re-implantation is likely.

Event description:
Hearing performance with the device affected. Re-implantation is considered, however no date has been scheduled yet.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.